Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported issue. The flow sensor was observed to function as expected.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow meter reading was one liter per minute (lpm) lower than the lpm flow rate on the heart lung machine (hlm) pump console. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2020, the perfusionist had a concern regarding the flow sensor. The team used a roller pump with a flow meter attached to read the actual flow to the patient. During this particular procedure, the arterial blood flow rate from the roller pump was approximately one lpm below what was actually being read on the roller pump. The team has spent time with the clinical specialist understanding the differences in the roller pump accuracy at a given occlusion setting, along with the accuracy differences in the actual flow meter. The team felt like this particular flow meter was different than what was expected with the understood accuracy, therefore the team would like the unit tested in the post market surveillance laboratory. The team did not exchange the flow meter out. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.